Manufacturer narrative:
The sensor was returned and investigated. Performed visual inspection on returned sensor patch, no issues observed. Glucose count results were with in specification. The complaint was not confirmed and no new issues were observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings of 2.9 mmol/l, 3.7 mmol/l, 2.6 mmol/l, 2.2 mmol/l on an adc freestyle libre sensor compared to the readings of 5.9 mmol/l, 5.7 mmol/l, 6.2 mmol/l, 7 mmol/l obtained on the built-in meter. On (B)(6) 2018, customer experienced loss of consciousness, seizure and was "almost in coma" and had to call an ambulance. Customer was hospitalized and received unspecified treatment by a healthcare provider. There was no report of death or permanent injury associated with this event.